Event description:
It was reported that during a routine device change-out, the chronic hv lead was unable to be removed from the header despite the set screws being fully loosened. The set screws were eventually removed. A reddish brown material was seen inside the screw ports. The device was explanted and replaced. The chronic lead was connected to the new device without complication. Patient condition was stable.

Manufacturer narrative:
The reported field event of a connector anomaly was not confirmed in the laboratory. Upon receipt the header was damaged and the ventricle is-1 set screws were missing and not returned, so the cause of the reported field event could not be determined. The ventricle lead bore was measured and found to be within specifications. The reddish brown material observed in the header was concluded to be dried body fluid.